Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested and received: when unable to fire on the second stroke, was the firing handle difficult to pull back or was it loose? The firing handle difficult to pull back. What tissue type was the device being fired on? On lobi pulmonis. What were the indications for surgery? The patient had lung cancer.

Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the surgeon used the device and a blue reload to continue but the device could not fire at the second stroke. One blue reload and gold reload were used on the device after this event but both could not fire at the second stroke. The procedure was converted to open and the surgeon used hand sewing to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60 device was returned with the anvil bent upwards and without two ecr60g cartridge reloads present. Cartridge (b) ecr60g, k5ec8x was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Cartridge (c) ecr60g, k5ec8x was received partially fired 2/3 consistent with an incomplete or interrupted cycle. In order to verify the integrity of internal components the returned cartridges (b, c) were disassembled and no anomalies were noted, no damage on cartridge deck was found. No further functional testing could be performed due to the condition of the anvil. However a dry fire was performed to verify the firing mechanism and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).